Manufacturer narrative:
The lead was returned to out post market quality assurance laboratory and the laboratory noted that an infection is a known medical risk when the skin barrier is breached. Laboratory analysis of the returned product was not able to provided relevant information for infection related clinical observations. An infection is a known inherent risk of the device.

Event description:
It was reported that this system was part of an explant due to an infection. Redness and swelling was seen around the pocket. No adverse patient effects were reported. The lead was returned to out post market quality assurance laboratory and the laboratory noted that an infection is a known medical risk when the skin barrier is breached. Laboratory analysis of the returned product was not able to provided relevant information for infection related clinical observations. An infection is a known inherent risk of the device.

Event description:
It was reported that this system was part of an explant due to an infection. Redness and swelling was seen around the pocket. No adverse patient effects were reported.

Event description:
It was reported that this system was part of an explant due to an infection. Redness and swelling was seen around the pocket. No adverse patient effects were reported.